Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an insulation abrasion 12.5 - 30 cm from the connector pin consistent with friction to the device can. The etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.